Event description:
Additional information received identified surgical intervention is pending to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg displayed premature end of life warning. Manufacturer representative confirmed the issue. Troubleshooting was tried wherein the patient's ipg was reprogrammed which increased the longevity of the device.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was achieved post operatively.